Manufacturer narrative:
(B)(4). Approximate age of device ¿ 50 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a normal clinic visit on (B)(6) 2018 the patient reported hearing a ¿pop¿ over the weekend at the driveline site, but denied any trauma. The nurse practitioner noted a small amount of serous drainage and that the site was not incorporated. Blood cultures were drawn. The following week, the driveline was still not incorporated, but did not appear to be infected. No drainage was present. On (B)(6) 2018 the driveline exit site had purulent drainage and remained unincorporated. Blood cultures were redrawn. No cultures collected since implant had growth. On (B)(6) 2018 patient was debrided back to rectus muscle before incorporation was noted. ¿slime and fluid¿ were observed along the tract. A swab culture had no growth. The patient¿s wound was irrigated and the entire tract excised. The patient had been treated with antibiotics. As of (B)(6) 2018, none of the collected cultures had growth. No additional information would be provided.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.